Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer's report of color bars remaining after plugging in the camera was due to a bad cable unit connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during reprocessing the subject device had a connection failure and color bars remained on the screen after plugging in the camera. No patient harm reported.